Event description:
It is reported that the surgeon had problems inserting the liner into the shell. The surgeon found that the ring of the shell was damaged. Surgery was completed with another shell.

Manufacturer narrative:
Info was rec'd from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.